Event description:
A ureteral stent was placed for therapeutic purposes on an unknown date.during placement, it was reported the proximal loop snapped off. The loop was retrieved from the renal pelvis inside the kidney immediately. Another stent was then placed successfully and the pt was fine.